Event description:
At 10:50am in morning one rn reported that there was no vtach alarm on her pager for a pt in crisis. Another rn reported that original vtach was actually at 10:17. Original report was that only one pager went off. Later, found 2 others that had gone off, but all others (about 9) did not. Telemetry system is made by philips and incorporates the datacritical statview alarm notification system. Appropriate pt care occurred. Pt coded, was transferred to another unit, and later expired.

Event description:
Add'l info rec'd from MFR 04/27/2004: MFR is in receipt of the above report and has determined that MFR is not the MFR of the reported devices.